Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was ordered for the customer to install. The system was tested and all functions operate as intended.

Event description:
The customer reported the 9900 system was producing an intermittent distorted live image. No patient injury was reported.